Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226031 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
During a procedure, the (B)(4) fire star, 2.50 x 20 balloon had deflation difficulty. The balloon was inflated at 10 atm. When the physician attempted to deflate, the balloon did not fully deflate. Therefore the physician used a little force to withdraw the balloon from the vessel. Another balloon was used to complete the procedure. There was no injury to the patient. Multiple attempts to retrieve additional information regarding the patient, the product and the procedure were unsuccessful. One non-sterile firestar 2.50 x 20 mm was received coiled in two plastic bags. The guide wire lumen was found collapsed inside the balloon. Solidified inflation medium was observed in the balloon and inflation lumen. In order to perform the inflation /deflation test, 14 atm were applied to the balloon, and inflation time was within specification. Deflation time was also found within specification. Sem results both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. Neither the cause of the failure nor the lumen collapse found during analysis could be conclusively determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time.

Event description:
During the procedure, the sakura fire star, 2.50 x 20 balloon was inflated at 10atm. When the physician deflated the balloon, only part of the balloon was deflated, not fully. So the physician had to withdraw the balloon by a little force. The physician changed to another one to complete the procedure. No impact to the patient.